Manufacturer narrative:
Manufacturers ref# (B)(4). Device updated to zteg-2pt-42-32-165-pf. Device is not similar to a device marketed in us and event is therefore now considered not reportable to FDA this report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study: from follow-up CT/MRI. Endoleaks: type I = yes. Is there evidence of device issue(s)? = no. 1-month follow-up-visit, (B)(6) 2020: type ib (distal) endoleak present on the 1-month follow-up CT/MRI. No endoleak noted on the procedure angiography. Additional information received on 21aug2023: primary indication for thoracic endovascular aortic repair: thoracic aortic aneurysm (taa) intervention classification was planned. There was no aortic rupture, the patient was hemodynamically stable, and the patient was not symptomatic. The only difficulty noted was "deploying in the intended location" with the comment, "after top-cap release kink of zta, no sealing." Patient outcome: no secondary intervention performed to treat the endoleak. On (B)(6) 2021 (103 days post-procedure) the patient experienced an aortic rupture distal to the study stent. Treatment was open graft implantation. On the same day, the patient experienced paraparesis and renal failure. On (B)(6) 2021 (125 days post-procedure), the patient experienced respiratory insufficiency and multi-organ failure. The patient died (B)(6) 2021 (126 days post-procedure) from multi-organ failure.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p140016. H6) annex a: a050408 - endoleaks. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.